Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the right ventricular lead exhibited high pacing impedance and failure to capture. Programming changes were made. The patient was in stable condition.

Manufacturer narrative:
A partial lead was returned in one piece (distal portion) measuring 42.7 cm with the extraction tool inserted and stuck, the helix retracted and clogged with blood/tissue, and the steroid plug shifted distally. Visual and x-ray examination found no anomalies aside from procedural damage. No conductor fractures were noted and an internal short was found and attributed to procedural damage. The reported events of high pacing impedance, failure to capture, fracture, and noise were not confirmed.

Event description:
New information received notes the physician also alleged the right ventricular lead was fractured and exhibited noise. The physician explanted and replaced the lead. The patient was in stable condition.